Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow button was intermittently unresponsive and difficult to push. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling and lifting from the edge of the up arrow button. Evaluation revealed the up arrow, down arrow, and contrast buttons are unresponsive. The ok keypad button is intermittently responsive and difficult to push. There was evidence of keypad contamination found under all key contacts. The keypad flex has damaged ground traces below the contrast button. Unrelated to the complaint, the battery compartment is cracked from the opening to the primary seal. Correction to the device evaluation results.

Manufacturer narrative:
Follow-up #1 date of submission 10/01/2013-device evaluation:the pump has been returned and evaluated by product analysis on 09/13/2013 with the following findings:investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal.